Event description:
Evaluation of the ventilator's logs revealed that ventilator generated technical error codes indicating disabled valves and internal memory error. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
After service for an unrelated event, getinge became aware of an issue with the ventilator when investigating provided ventilator logs. Technical error codes indicating disabled valves and internal memory error was noted. The situation described may lead to stop of ventilation. No further information regarding investigation or part replacement has been received. The ventilator failed to meet its specifications. There was no patient harm. There have been no adverse event sustained as a result of the issue. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).